Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the suction irrigator instrument to perform failure analysis. The instrument was analyzed and found to have a broken tip at the base of the tip. A piece measuring approximately 12 mm x 8 mm was found to be broken off. The broken piece was not returned with the instrument. Further inspection of the returned instrument found no additional damage or abnormalities.

Event description:
It was reported that during a da vinci-assisted left hemicolectomy surgical procedure, the tip of the suction irrigator instrument detached and fell inside the patient. The broken piece was retrieved from the patient during the same surgical procedure. The suction irrigator instrument was replaced in order to complete the procedure.